Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to a pre-existing infection. Reportedly, the system was removed to treat the infection. Additional information received from the field representative indicates that the infection was systemic. The ra lead was explanted.